Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-may-2025, UDI#: (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said she was not getting pain relief like she used too. There were no factors related to this. The x-ray was done which showed lead migration of a lumbar placed lead. Lead revision is scheduled for (B)(6) 2022. The issue has not been resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that lead was moved, not replaced, and re-anchored. The issue was currently resolved.

Manufacturer narrative:
G2: literature citation: vallejo r, fishman ma, shah b, et al. Targeted nerve root stimulation alleviates intractable chronic limb pain associated with complex regional pain syndrome - a prospective multi-center feasibility study. Pain physician. 27(4):213-222. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the patient experienced a lead migration that required a surgical revision. The ¿lead movement reduced therapeutic effect in the patient.¿ it was noted the revision could not be scheduled timely due to covid-19 restrictions at the time. Please note the updated information contained in this supplemental report were previously reported through regulatory report 2182207 -2024-03881 but have since been identified to pertain to the event reported in the current report. Any additional information received regarding this incident will be submitted as part of this record.